Event description:
Information from registry from intl. Clinical trial database. Post brain avm embolization, patient with intra parenchyme and intra ventricular hemorrhage. Patient deceased in 2007.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Bravo information: foreign countries registry pertaining to the evaluation of onyx in the treatment of brian avm. Prospective, multi-center in many foreign countries. Enrollment started in 2006; enrollment closed in 2008. N=115; patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.